Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported a fluid leak associated with pd treatment. The caregiver confirmed that the patient was able to complete the treatment on the cycler the day of the reported fluid leak. The patient's caregiver stated that due to receiving the balloon valve leak alarm during unknown phase/cycle of dialysis treatment was cancelled and the patient was disconnected from system. When the cassette door was opened a fluid leak was discovered.there was no reported harm or intervention associated with the fluid leak. The patient is using the same cycler.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported a fluid leak associated with pd treatment. The caregiver confirmed that the patient was able to complete the treatment on the cycler the day of the reported fluid leak. The patient's caregiver stated that due to receiving the balloon valve leak alarm during unknown phase/cycle of dialysis treatment was cancelled and the patient was disconnected from system. When the cassette door was opened a fluid leak was discovered.there was no reported harm or intervention associated with the fluid leak. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.